Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, this patient underwent endovascular repair using a gore tag thoracic endoprosthesis. One month post-implant, the patient presented with an aneurysm proximal to the device. Blood cultures also revealed salmonella poisoning. The aneurysm was successfully treated with an additional device; however, upon completion of the case, another aneurysm was noted at the distal end of the original device. No further interventions have been performed.